Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right atrial lead was sensing noise. The lead was explanted and replaced. The patient has been discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the lead was capped on (B)(6) 2021 and not explanted.